Event description:
Ibc from pt's daughter stating that one of the ms3 pumps pt received in the shipment is asking for the pump to be programmed. Obtained the sn of it (sn (B)(4)) and informed her that we will ship out a replacement pump. Pt has 2 functional pumps on hand. No disruption in therapy or se reported. Will ship out a return box to have pt send this pump back. No further info provided. Dose or amount: 40ng/kg/min. Frequency: q 72 hours. Route: sq. Dates of use: (B)(6) 2012 to ongoing. Diagnosis or reason for use: pah.